Event description:
It was reported that the user switched sensors from a dexcom to a freestyle libre 3+ sensor and experienced persistent connection failures when attempting to pair the new sensor with the ilet bionic pancreas, leading the user to disconnect the pump and use injections; the user had started the sensor using the freestyle app which required sensor replacement; this aligns with an interoperability issue and improper setup procedure, with no specific device component implicated. The user experienced a blood glucose peak of 349mg/dl with associated symptom of a headache. Outcomes included delayed treatment until a new sensor was started with no long-term health impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the pump due to the sensor being connected to another device and incorrect setup, with no applicable device component identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user error and improper procedure.